Manufacturer narrative:
The device was manufactured september 6, 2014 ¿ september 8, 2014. The device was received for evaluation. Visual inspection revealed that the coil cap had separated from the housing of the device. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor ¿fell off¿ of the housing. This occurred before patient use. There was no patient involvement. No additional information is available.